Event description:
It was reported that the doctor had compressed the screws. Next, he attempted to torque the blocker on the left of l5 when it cracked in 2 places. The driver was slipping when the doctor attempted to remove the blocker so he cut the rod and used the torque tube to back out the screw. The poly-axial head came apart in the process and the adjustment driver was used to remove the screw. The poly-axial head froze up on the left side at l4 and the doctor completed the procedure leaving the patient with a right side, unilateral construct.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following the engineering evaluation.